Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly calcified and mildly tortuous anterior popliteal artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected to treat the target lesion for pre-dilatation. During first inflation at an unspecified atmosphere, the balloon ruptured. The device was completely removed intact from the patient . The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a coyote es shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft. The distal tip was damaged. Microscopic examination of the balloon and shaft revealed a 4mm longitudinal tear over the markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. However, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly calcified and mildly tortuous anterior popliteal artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected to treat the target lesion for pre-dilatation. During first inflation at an unspecified atmosphere, the balloon ruptured. The device was completely removed intact from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).